Manufacturer narrative:
Please note that the exact event date is unknown. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, occlusion, stenosis, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the vena cava is a known potential event associated with all ivc filters and does not represent a product malfunction. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, occlusion, stenosis, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) indicates that the filter perforated outside of the ivc and that the patient is suffering from blood clots, clotting and occlusion of the ivc. The patient also reports to have severe pain, swelling in both legs and difficulty walking. It is noted that the filter was removed percutaneously a year and a month post implantation. According to the information received in the medical records, the patient has a history of deep vein thrombosis (dvt) and inability to anti-coagulate. During the filter placement procedure via the right femoral vein, the filter was deployed in the infra-renal ivc without complication. The patient tolerated the procedure well. (B)(4). As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned, and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), stenosis, and perforation. The location of the stenosis has not been reported. The patient is also reported to have severe pain, swelling in both legs and difficulty walking. The indication for the filter implant was a history of deep vein thrombosis (dvt) and an inability to anti-coagulate. The filter was place via the right femoral vein and deployed in the infrarenal ivc without complication. The patient is reported to have tolerated the procedure well. Approximately thirteen months post implant the filter was removed percutaneously, details of the procedure have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation of the ivc, blood clots, clotting and occlusion of the ivc could not be confirmed or further clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, thrombosis in the filter, vessel stenosis, and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. Pain, swelling in the legs and difficulty walking do not represent a device malfunction and may be related to underlying patient specific issues, without the patient¿s medical history it is not possible to determine a cause for the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The event date has been updated. No additional information will be forthcoming.